Manufacturer narrative:
Eval: results: complaint could not be confirmed for discomfort. As per the event detail, "physician reported that pt complained of ringing in his ears and wanted the stimulator out." Functional testing revealed no anomaly that could cause discomfort. Visual inspection of one of the lead segments revealed a kink with all wires broken. The kink/broken wires were consistent with an overstress condition the lead was subjected to while it was in the pt's body. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR reports: 1627487-2012-02669 and 1627487-2013-02047.